Event description:
It was reported that during a da vinci si thyroidectomy procedure, the harmonic curved shears (hcs) inset installed on the harmonic curved shears instrument did not work. The hcs instrument was removed and inspection of the insert found that the shaft of the insert broke off and fell into the patient. The insert fragment was retrieved and the planned procedure was completed with a replacement insert. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The insert was returned and evaluated. Per the customer reported complaint engineering observed that the insert was returned with a piece of the curved blade detached from the distal end. The size of the broken piece is approximately .430 x.090. The blade fractured near where it transitions from straight to curved. The blade does not exhibit any scratch marks. No other damage was found.